Event description:
It was reported that during a laparoscopic subtotal antrectomy procedure, the device cut but did not staple. Additional sutures were used to complete the procedure. Patient discharged to pacu - intubated and stable with no patient consequence.